Manufacturer narrative:
(B)(4). The instrument was inspected by the field service representative (fsr) which noticed that the silicon tubing was obstructed and the sample syringe was rusted and leaking. The silicon tubing and the sample syringe were replaced. The fsr verified proper instrument operation. The trouble shooting section in the operators manual provides information to assist in problem identification, isolation and corrective actions. If additional information or help is required, technical assistance can be obtained by requesting service. A review was performed to search for an adverse trend related to this issue and no adverse trend related to this product was identified. Based on the investigation results, no product deficiency was identified related to this instrument.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the cell-dyn analyzer generated a lower than expected patient result for the hemoglobin (7.7 g/dl). The result was reported out and the patient was sent to the hospital for transfusion. The test was then repeated at the hospital and a higher result was obtained (8.7 g/dl). The transfusion was then not performed based on the expected result obtained in the hospital. No further impact to patient management was reported.